Event description:
A merci balloon guide catheter (bgc), 8fx 95 c, was used during the case. The balloon could not be deflated post procedure. The physician tried to deflate it several times without success. The device instructions for use lists related possible complication. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g. Pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed that the inflation lumen was occluded by a damaged wrinkled outer shaft. The mfg records for 8f balloon guide catheter device, lot numbers, 35448, were reviewed and no anomalies were found that re related to this complaint.